Event description:
A 3.0mm diameter by 24mm length s670 rapid exchange stent delivery system was inserted to treat a 85-90% stenosis in the circumflex coronary artery of a pt experiencing an inferior lateral myocardial infarction. After the deployment of the stent, it was noted that there was no distal blood flow. Another MFR's balloon was then used to post dilate the stent, however, there was no improvement in blood flow to the artery. Add'l post-dilatations were performed in addition to the administration of intra-coronary nitroglycerine, integrellin, epinephrine, verapimil, dopamine, and roto-flush. The pt's blood pressure elevated to 230 systolic, and shortly after the pt experienced a "coughing spell," which reportedly lead to a dissection in the artery. The pt's blood pressure dropped and subsequently the pt experienced a cardiac arrest. It was thought that the cardiac arrest could be attributed to a rupture from the high blood pressure, or a possible dissection relating to the guide catheter and the coughing spell. An injection of contrast into the thorasic aorta revealed a pericardial effusion. A pericardiocentesis was performed and despite aggressive resuscitative measures, the pt consequently expired. There was no add'l clinical sequelae reported related to the event.